Event description:
Acuvue oaysys soft contact lenses 2 out of 6 -33 1/3%- defective packaging - contact lenses folded in half in sealed package - unusable when unfolded and put in eye- causes eye irritation and pain. Ongoing problem in last 3 years, I have had at least one lens received this way per year. When I notified j&j -(B)(4)- she stated that this problem does not happen very often after an interrogation of myself (B)(4), (B)(6) 2010-. Dates of use: (B)(6) 2010. Diagnosis or reason for use: contact lenses. Event abated after use: yes. Event reappeared after reintroduction: yes.